Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 5 meter issue message on her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that she obtained the error 5 message at around 8pm on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after obtaining the alleged message; however she claimed that right after using the meter she developed symptoms of "frustration". No treatment or medical intervention for any symptoms was specified. At the time of troubleshooting, the cca noted the patient was not using the meter for the first time. The patient described the correct testing steps and her test strips had been stored correctly and were within expiry date. The test strips completely drew in the sample of blood. The cca walked the patient through a retest, but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive treatment for any symptoms. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.